Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the first capsule did not deploy. When the delivery system was removed from the patient, the capsule was firmly attached to it, despite seeing the definitive drop in suction pressure on the pump. The procedure was a failure. There was no harm to the patient and the user. No intervention was required. There was nothing unusual about the patient or the procedure.